Event description:
The device would not be returned. The transplant was considered routine.

Manufacturer narrative:
B5 narrative info: no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was transplanted. It was not provided whether this was device or therapy related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: it was reported that the patient received a routine heart transplant. No device related issues were reported. It was communicated that the pump had operated as intended and will not be returned for evaluation. The heartmate ii lvas IFU, rev. B is currently available. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The serial number of the pump was not available as the patient was implanted, followed up and transplanted at different centers. The patient was not elevated on the transplant list secondary to a device or therapy related issue. The device operated as expected. The device would be returned.